Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015 the patient's receiver's antenna symbol permanently appeared in the top right of their screen. There was no report of injury or medical intervention. No additional event or patient information is available.